Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 55%. However, 30 minutes later, the gauge displayed 5%. Also, it was reported that pump battery was noted to be depleting quickly, dropping from 88% battery life to 66%, within 8 minutes. There was no reported impact to the customer's blood glucose level and it was confirmed that the customer had manual injections available for backup insulin therapy.